Event description:
A pinnacle pelvic floor repair kit was used during an unk procedure in 2008. According to the complainant, during the procedure, the arm did not come thru the ligament smoothly. The rubber casing was jammed and the pledgett broke off externally to pt. The case was completed with another pinnacle pelvic floor repair kit. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot # of the pinnacle pelvic floor repair kit is not known; therefore, the device manufacture date and expiration date can not be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.